Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between an unspecified line of the homechoice cassette and a solution bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of five of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a disconnection between a line of the homechoice cassette and the third solution bag that led to this alarm. The hp stated they ¿never disconnected, they had four bags of solution connected and had two empty solution bags¿. It was further stated, ¿the second supply bag had a lot of air bubbles inside and the third solution bag was disconnected from the cassette¿. The patient would contact their nurse for assistance on completing therapy. Renal therapy services reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.